Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient's ins wasn't working and further said they haven't seen improvement in their symptoms since getting the ins. Regarding symptom control after the temporary one, the patient "felt immediate--and I was going 6 or so hours between. Now it's hard to make an hour." The caller also noted the ins is not doing as well as the temporary device. During the call, the friend confirmed the ins is on and stimulation was set to 0.5v so they increased to 2.0v where they felt stimulation. Patient said they couldn't feel stimulation where the communicator was positioned over the ins. As a result of what was reported, they were redirected to their healthcare provider (hcp) if the issue is not resolved; they will monitor their symptoms now that a change was made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the device has not corrected the problem. The frequency and urgency has increased. The patient had very little cooperation from their doctor, who stated it is caused by sugar in their urine. The patient was very disappointed.